Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular seal was damaged. Since the clinical obturator was not received, a pmv representative obturator was used for all functional testing. The representative obturator passed through the trocar without difficulty. The obturator shaft assembly cut cleanly and completely through the test media, allowing the cannula to pass through smoothly. In addition, the instruments envelope seal passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn seal and the reported condition was confirmed. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and amended as necessary.

Event description:
According to the reporter: during a low interior resection procedure, the air leaked. A new one was opened to correct the problem. No patient issues occurred.